Event description:
A high blood glucose level was reported by the customer, but the specific value was not given, as the display showed "high." Cause was not known. To address the high blood glucose, the customer administered a correction bolus via the pump and required no further assistance from technical support.